Manufacturer narrative:
Patient date of birth: unknown (B)(6).

Event description:
It was reported that an intrastent occlusion and stenosis occurred. The patient underwent treatment with the eluvia device on (B)(6) 2019 as part of the (B)(6) clinical trial. The following lesion was treated (left limb): middle superficial femoral artery (sfa) with 250mm length and 100% stenosis. Reference vessel diameters were 4.4mm and 4.2mm proximally and distally. Pre-dilatation was performed using one balloon and the lesion was crossed through the true lumen. One eluvia stent (6x40mm) was implanted. Post-dilatation was performed using one balloon and residual stenosis was 10%. No thrombus was seen in the treated vessel at the end of the procedure. On (B)(6) 2019 an intrastent occlusion and left sfa stenosis was observed. The patient was hospitalized and intrastent pta and stenting of the left sfa was performed. The event was reported as resolved on (B)(6) 2019.